Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal a tampon unraveled and fell apart leaving pieces inside her vaginal cavity. She manually removed the pledget pieces but was concerned pieces remained inside. She saw her obgyn and it was confirmed no pledget pieces remained inside her vaginal cavity. She did not receive any additional medical treatment and did not experience any adverse health effects.